Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this left ventricular (lv) lead exhibited loss of capture. An attempt was made to reprogram the lv pacing vector but pacing thresholds were high and a microdislodgement was suspected. This system was programmed to right ventricular (rv) pacing and this patient was hospitalized. Later, a revision procedure was performed and this lv lead was surgically abandoned and replaced. The lead was tested during the procedure with no good results. No additional adverse patient effects were reported.